Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, the patient developed a significant femoral hematoma and swelling of the leg. Anti-coagulants were stopped and the bleeding was treated. A femoral suture was used post-operatively once the sheath was removed. The patient was discharged to home four days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The data files showed at least seven injections were performed with a the balloon catheter, 2af283, without any issue. In conclusion, the reported case was related to a clinical issue (groin hematoma). The reported clinical issue can not be confirmed through data analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.